Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic after receiving an audible alarm for an atrial lead impedance alert. In-clinic, high out of range pacing lead impedance was observed on the right atrial lead. Lead impedance testing was performed and the lead remains normal function. The patient is stable and will continue to be monitored.